Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested drawers 3-1 and 3-2 using the diagnostic application and found that they operated intermittently, with occasional cubie timeout failures. Each cubie was removed and inspected individually to confirm that no foil or debris was present, and firm connections were verified on all row boards in both drawers. The backs of the drawers and the module were then removed, and all connections to both drawer controllers and the module controller were disconnected and reseated. All components remained original, the retractor manager was found to be in good condition, and after reseating all connections, proper functionality of both drawers was verified through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3-1 and drawer 3-2 were both acting erratically. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.